Event description:
On (B)(6) 2009, the pt reported that an air bubble formed in his insulin cartridge one day after use. He stated the issue has occurred with his past 2 cartridge changes. He stated that he allows insulin to reach room temperature prior to use. The pt was able to prime the air bubble from the system. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.